Event description:
It was reported that the 3.0 x 08 mm nc trek would not cross the lesion in the heavily calcified left anterior descending artery, and was removed from the patient. An attempt was then made to cross a 2.5 x 08 mm nc trek; however, during the attempt, heavy resistance was felt during advancement, and the balloon catheter was pushed aggressively, which resulted in a proximal shaft separation. No patient adverse effects or a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc trek balloon catheter was returned with blood visible on the shaft and on the tightly folded-balloon, which is consistent with the reported information that the device was advanced inside the patient. The analysis confirmed that the hypotube was separated, as reported. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing and is usually a result of tensile overload (material stress/fatigue). Measurements of the entire tip length, the crossing profile and the 2/3 balloon profile were taken and all dimensions met manufacturing criteria. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, loose balloon folds, device placement technique, device size selection, damage to the catheter, interactions with other devices, or accessory device support. In this case, as there was no report of any damage observed to the catheter during inspection prior to use, this suggests that a product deficiency did not contribute to the difficulties experienced. Additionally, the lesion was characterized as heavily calcified and likely contributed to the reported difficulties. It is likely that the catheter interacted with the heavily calcified lesion during advancement such that it was unable to cross. Then as force was applied, this likely caused the shaft to kink and separates as a result. Kinks or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Reportedly, the catheter was aggressively pushed against resistance and likely contributed to the separation. It should be noted that the instructions for use (IFU) states: treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60-85%, and increase the risk of acute closure, vessel trauma, balloon burst, balloon entrapment, and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A review of the lot history record was performed and revealed no non-conforming material records for this lot. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for shaft detachments/separations for this lot. There is no indication of a lot specific product quality deficiency. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during the manufacturing process. Additionally, all dilatation catheters are 100% visually inspected for kinks online and a sampling of units is also destructively tested to verify shaft integrity and tensile strength.